Event description:
Patient self tester reported unexpected low results with inratio testing. The results were as follows: (B)(6) inratio=1.7 - physician had pst take 4 mg that night. 4mg on (B)(6), 4 mg on (B)(6) and then 2 mg on (B)(6). (B)(6) inratio=1.8 - pst has not taken dosage of coumadin yet. Therapeutic range: 2.5-3.5. Patient self tester stated that results previous to 6/1/2015 were within their therapeutic range and no dose changes had been made. Usual coumadin dose: alternates between 2 mg and 4 mg.

Manufacturer narrative:
The customer did not provide any reference values for comparison. The accuracy of the customer's results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided.based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.